Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, and uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received. New reporter added. Category of case changed to incident. Patient demographic added. Event injury is replaced by pain pelvic. New events added abdominal pain, dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding), gen. Abnormal bleeding, psych injury, perforation uterus, uti, vaginal infection and vaginal discharge were added. Lab data were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), endometritis ('endometritis') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 41-year-old female patient who had essure (batch no: 699883) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included sleep apnea, asthma, seasonal allergy, constipation, diabetes mellitus, degenerative disc disease, congestive heart failure and gerd. Concomitant products included cyclobenzaprine, docusate sodium (alta docusate sodium), fluticasone, levothyroxine, olopatadine, oxycodone, progesterone and salbutamol (albuterol hfa). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("anxiety and mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 10 months 12 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure in uterus/migration"), genital haemorrhage ("gen. Abnormal bleeding"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression / psych injury"), pyrexia ("infection describe: hospitalized with fever & on strong meds") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy (full / uterus). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, endometritis, pelvic inflammatory disease, depression, anxiety, pyrexia, fatigue, weight increased and post procedural complication outcome was unknown and the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, post procedural complication, pyrexia, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, gen. Abnormal bleeding, menorrhagia , uti, vaginal discharge, migration and uterine perforation. Current weight 280 lbs. Insertion details: there were coiling trails as follows: left 3, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. The fallopian tubes were blocked. Lot number: 699883, manufacturing date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of event abnormal bleeding vaginal was updated to recovered/resolved. New reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus/ migration of essure device location of device: uterus'), endometritis ('endometritis') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 41-year-old female patient who had essure (batch no: 699883) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included progesterone. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("anxiety and mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 10 months 12 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: uterus"), genital haemorrhage ("gen. Abnormal bleeding"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems condition: depression") and pyrexia ("infection describe: hospitalized with fever & on strong meds"). The patient was treated with surgery (hysterectomy (full) on (B)(6)2011). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, endometritis, pelvic inflammatory disease, device expulsion, vaginal haemorrhage, depression, anxiety, pyrexia, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, pyrexia, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, and uterine perforation. Current weight 280 lbs. Insertion details: there were coiling trails as follows: left 3, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. The fallopian tubes were blocked.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received: lot number was added, newly added events- depression, fatigue, weight gain, endometritis, pelvic inflammatory disease, reporter was added, consumer height and weight was added, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), endometritis ('endometritis') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 41-year-old female patient who had essure (batch no. 699883) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included progesterone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("anxiety and mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 10 months 12 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criterion medically significant), device expulsion ("migration of essure in uterus"), genital haemorrhage ("gen. Abnormal bleeding"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression") and pyrexia ("infection describe: hospitalized with fever & on strong meds"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, endometritis, pelvic inflammatory disease, device expulsion, vaginal haemorrhage, depression, anxiety, pyrexia, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, pyrexia, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, and uterine perforation. Current weight 280 lbs. Insertion details - there were coiling trails as follows: left 3, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. The fallopian tubes were blocked.. Lot number: 699883 manufacturing date: 2009-12 expiration date: 2012-12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), endometritis ('endometritis') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 41-year-old female patient who had essure (batch no. 699883) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included progesterone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("anxiety and mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 10 months 12 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criterion medically significant), device expulsion ("migration of essure in uterus"), genital haemorrhage ("gen. Abnormal bleeding"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression") and pyrexia ("infection describe: hospitalized with fever & on strong meds"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, endometritis, pelvic inflammatory disease, device expulsion, vaginal haemorrhage, depression, anxiety, pyrexia, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, pyrexia, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, and uterine perforation. Current weight 280 lbs. Insertion details - there were coiling trails as follows: left 3, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. The fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), endometritis ('endometritis') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 41-year-old female patient who had essure (batch no. 699883) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included sleep apnea, asthma, seasonal allergy, constipation, diabetes mellitus, degenerative disc disease, congestive heart failure and gerd. Concomitant products included cyclobenzaprine, docusate sodium (alta docusate sodium), fluticasone, levothyroxine, olopatadine, oxycodone, progesterone and salbutamol (albuterol hfa). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("anxiety and mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 10 months 12 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure in uterus/migration"), genital haemorrhage ("gen. Abnormal bleeding"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression/psych injury"), pyrexia ("infection describe: hospitalized with fever & on strong meds") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy (full ¿ uterus)). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, endometritis, pelvic inflammatory disease, vaginal haemorrhage, depression, anxiety, pyrexia, fatigue, weight increased and post procedural complication outcome was unknown and the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, post procedural complication, pyrexia, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, gen. Abnormal bleeding, menorrhagia , uti, vaginal discharge, migration and uterine perforation. Current weight 280 lbs. Insertion details - there were coiling trails as follows: left 3, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. The fallopian tubes were blocked.. Lot number: 699883 manufacturing date: 2009-12 expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: new event: post removal complication and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.